Event description:
Analysis of the explanted stent graft has been completed. The exact cause for the aneurysm enlargement is not known. Migration of the stent graft was noted at explant, but it is not clear if a proximal type I endoleak developed as a result. It is unknown if the observed fatigue fractures contributed to the migration.

Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 1999. Vessel and aneurysm morphology are unknown. It was reported that the patient's aneurysm had grown over 1 cm in 2.5 years, but there was no evidence of an endoleak; however, there was a possibility of minimal migration. The stent graft was explanted in 2002. It was reported that during the explant procedure, the physician caused suture pops and stent fractures by pulling too hard on the device to remove it from the patient. When the physician opened the patient, there was no evidence of an endoleak in the device. The explanted device has been received by medtronic ave and its investigation is pending.